Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/4/2020. H.6. Investigation: customer returned three (3) used 32gx4mm bd pen needles without tear drop labels attached. Consumer reported no insulin flow when priming. All 3 returned pen needles were examined, and it was observe that 1 pen needle exhibited a straight non-patient end (npe) cannula and 2 pen needles exhibited bent npe cannulas. The pen needle with the straight npe cannula was tested for flow using a test pen injector: the pen needle was able to attach to the pen injector and expel properly. No evidence of manufacturing defect was observed. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 3 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that 10 pen ndl 32g 4mm were unable to deliver insulin/medication and unable or difficult to prime. The following information was provided by the initial reporter: spouse reported, no insulin flow when priming. Stated, her husband tightened the pen needle to the pen explained to spouse, not to over tighten when attaching pen needle stated, 10-15 pen needles affected lot: 9134781 catalog: 320883 he screwed the needle into the pen really tight and when he goes to inject the insulin will not come out.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 pen ndl 32g 4mm were unable to deliver insulin/medication and unable or difficult to prime. The following information was provided by the initial reporter: spouse reported, no insulin flow when priming. Stated, her husband tightened the pen needle to the pen explained to spouse, not to over tighten when attaching pen needle stated, 10-15 pen needles affected lot: 9134781, catalog: 320883. He screwed the needle into the pen really tight and when he goes to inject the insulin will not come out.